Event description:
It was reported, the telescope "oes elite", 4 mm, 12°, hd, autoclavable was dark and had a broken fiber optic. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during reprocessing for a therapeutic-gynecological plasma neurosurgery. The intended procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, the issue is likely due to improper handling and the application of excessive force, impact to the device such as a fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.